Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient was charging sunday and a por screen came up on the recharger (insr). Patient stated that it was a warning por on the insr but when she connected with the pp, she saw an informational por. Pss assisted patient in clearing por on the pp and patient was able to then see the settings on pp and start charging normally insr. Patient also mentioned she had pain since sunday as she was not able to use ins due to por code. No further complications were reported/anticipated.

Event description:
Additional information was received from the patient. The patient reported that they were trying to check the charge on their machine because her pain had intensified and could only receive the por message. No further complications were reported.